Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: 225cc mentor smooth round moderate profile (catalog #: 3501630, serial #: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 225cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 1/27/2020, mentor received additional information regarding the date of explantation and the diagnosis of the deflation. A healthcare professional stated that mammogram performed on (B)(6) 2020 indicated the deflation. As a result, the patient had the implant explanted on (B)(6) 2020. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery and the replacement devices. The patient underwent bilateral removal and replacement with a 375cc mentor memorygel breast implant (right catalog #: 3503751bc, right serial #: (B)(4) and a 400cc mentor memorygel breast implant (left catalog #: 3504001bc, left serial #: (B)(4). On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-may-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation, two anomalies were observed on the posterior view of the device consistent with a crease/fold. A tear was observed within one of the creases/folds, measuring approximately 0.2 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).